Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to fill a cartridge. Reportedly, the customer was unable to push down on the plunger to introduce insulin into the cartridge. The customer also felt resistance when the syringe was removed from the cartridge septum. Tandem technical support informed the customer that this issue may have been caused by a syringe needle blockage. The customer was able to successfully fill a cartridge after performing a syringe needle change. Blood glucose level was 124 mg/dl.